Event description:
It was reported that the right atrial (ra) lead was attempted implant due to when the physician was suturing down the lead, the lead got cut. As a result, a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right atrial (ra) lead was attempted implant due to when the physician was suturing down the lead, the lead got cut. As a result, a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Although the device had not been received by the post market surveillance quality assurance laboratory, it was determined that the allegation was a result of unintended user error based upon the information given.